Manufacturer narrative:
(B)(4). Batch # u5ef43. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the right gripping surface and the doghouse damaged. The reload was received fully fired and a swing tab in the unlocked position. Due to that the reload was received fully fired no functional test was performed. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after firing up to half the cartridge, the device stopped. The surgeon loaded the new cartridge, and the operation was safely completed. There was no problem with the patient.